Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the device had leaked into the overpouch. Further visual inspection revealed that the tubing had detached from the luer. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume infusor detached from the tube, leading to a leak. This was observed after filling the device with piperacillin / tazobactam in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.